Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump passed displacement test.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 228 mg/dl. The customer stated that she changed the insulin pump and noticed crack on reservoir compartment. The reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.